Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) would not work in the e-100 generator. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer stated that the e-100 button was red when it turned on. The site power cycled the generator, and the power button was red each time. The customer used the vse in the erbe generator with no issues. The isi tse advised to check the e-100 cable connections and found they were all good. The isi tse advised to hard power cycle the e-100; however, it still came up with a red power button. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue and replaced the e-100 generator. The system was tested and verified as ready for use. The e-100 generator was returned, and the reported failure was replicated. The unit was installed onto the test system and failed to test. The power led turned red, and the bipolar led did not turn on. They were unable to cut/seal. The complaint was confirmed based on failure analysis.